Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic assistant reported an unexpected outcome following an intraocular lens (iol) implant procedure. The target was plano and the postoperative refraction was -0.50+1.25x13. In the surgeon's opinion it is unknown if the iol caused/contributed to the event. It is documented that keratoconus is the potential cause. Additional information was provided by an ophthalmic assistant, who reported that the iol was exchanged. No further details available at this time. Additional information has been requested.